Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation damage consistent with clavicular crush.

Event description:
It was reported that the patient was hospitalized after receiving several shocks for vt/vf. A decrease in sensing with an increase in capture thresholds were observed. Lead was explanted and replaced.